Event description:
It was reported that a patient experienced elevated impedance during an attempt to place the device into magnetic resonance imaging (MRI) mode. The patient was unable to put the device into MRI mode. A possible fall was noted as a potential contributing factor. Impedance tests were conducted, and it was observed that impedances were initially normal but could be coaxed into a range by manipulating the chest pocket and having the patient raise their left arm, with further checks run at both 0.4 and 1.0 ma. The issue remained unresolved at the time of the report, and the devices remained implanted and in service.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6)implanted: (B)(6)2015product type extension product ID 3389s-40 lot# va0x0bs serial# implanted: (B)(6)2015product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 24-aug-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 07-may-2018, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.